Event description:
It was reported that the patient alert sounded. Device interrogation showed svc impedance > 200 ohms. Lead fracture noted. The lead was explanted. No patient complications have been reported as a result of this event.